Event description:
Patient came for follow-up because of inappropriate shock received. Oversensing episodes were visible in device memory.

Manufacturer narrative:
(B) (4) - this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Such oversensed event results from a strong external source of interference, and might be due to specific patient activities. In response to the warning letter that the united states food and drug administration issued to ela medical (dated (B) (4) 2009), (B) (4) (formerly ela medical) is filing this MDR at this time.